Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a would revision due to "wound issues" the setscrew of the implantable pulse generator (ipg) could not be engaged. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the "wound issues" experienced were due to the lead being prominent, uncomfortable and the site was at risk of erosion. It was further reported that a low voltage lead was "looped and twisted with it extending up to the axilla," and exhibited an increase in impedance. The lead was explanted and replaced. It was reported that the patient underwent prolonged procedure time and later presented with pain, swelling, inflammatory blood markers and reduced range of motion in the left arm.